Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9: date returned to mfg and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. Additionally, a reportable malfunction was identified during the device evaluation: a damaged biopsy valve. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: when the biopsy forceps were inserted and removed at an angle, it became heavier to insert and remove, and the biopsy valve was damaged. The event can be prevented by following the instructions for use, which state: insert the endo-therapy accessory into the valve as straight as possible. Angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic bronchoscopy, part of the single use biopsy valve fell off into the patient's bronchus. The part was retrieved with the suction function of the broncho-videoscope and the procedure was completed with the same device. There were no reports of patient harm.